Event description:
A female underwent initial aaa repair in 2007. One renu converter graft, one iliac leg graft, and one occluder were placed without previously implanted grafts. The renu device was inadvertently placed approx 15mm low but did not show an immediate type I endoleak. The one-year follow-up scan showed a type I endoleak. There was not enough room between the lowest renal artery and the tapered stent of the renu to place a main body extension, so a converter graft was placed to repair the endoleak. Successful repair of endoleak.